Event description:
During procedure, 45 mm drill bit broke. All pieces recovered and instrument removed from the field. Per hospital policy x-rays were taken and films were negative for foreign bodies.